Manufacturer narrative:
There were an unknown number of patients with unknown dates of death. The date of 17-sep-2015 would have been the earliest known date the manufacturer would have known of the deaths. Further follow-up could not be obtained. The clinic in question was no longer associated with the physician who ended up being jailed in relation to the issue. Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of unknown medications in an implantable infusion pumps. The reporter stated the healthcare provider (hcp) in question was jailed for overdosing patients. Patient's reportedly died due to the issue. No further information was provided.